Event description:
It was reported that the ventricular lead exhibited oversensing which was resetting the timing cycle and causing pauses. Also noted were low impedances of 289 ohms and less than 200 ohms. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.